Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted for this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be identified. However, as a result of the investigation, a possible cause is that the harness to w-led had deteriorated over time leading to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is not scheduled to be returned. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the olympus video system center presented an e105 error message when used in conjunction with a cv-170 scope. There was no patient harm or consequence reported as a result of this event.